Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. Based on the complaint description," patient developed a wound at, or near, the access site after an evlt procedure" cannot be confirmed as there was no product returned. A root cause for the reported complaint description cannot be determined. The instructions for use, which is supplied to the end user with this catalog number, states, "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain" a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
An angiodynamics territory manager reported that a physician's assistance (pa) reported that a patient developed a wound at, or near, the access site after an evlt procedure. The pa was unsure if the wound is located at the laser access site or the phlebectomy site. The wound is about .5 cm diameter and is red with a little bit of discharge and will heal, scab over and then reopen. The pa is not sure if the patient is picking off the scab or if it is reopening on its own. Standard wound care is being utilized to help the wound heal. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.